Manufacturer narrative:
The complaint sample is not available for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
¿As initially reported by an account, on (B)(6) 2016, a consumer visited a doctor on (B)(6) 2016 and was diagnosed with a corneal ulcer and a corneal infection in the left eye(os). The consumer was hospitalized, and it was reported that the symptoms were still continuing. Additional information was received on 10/26/2016. It is reported that a male patient, age (B)(6), visited a doctor on (B)(6) 2016 with a complaint of irritation, which had been on-going for about two weeks; there was no report of a diagnosis being given at that time. The consumer visited a different doctor on (B)(6) 2016, with the same complaint and was diagnosed with a corneal ulcer, 3mmm in size(os). It is reported that a cultivation test was implemented and the interim result verified the presence of serratia corynebacterium+; pseudomonas aeruginosa is also suspected. The prescribed treatment included anti-bacterial eye drops (levofloxacin) and anti-biotic eye drop (cefmenoxime) 1 drop every hour from 7am to 9pm. The patient was hospitalized for six days ( the admission/discharge dates were not specified). The symptoms were reported as improving. Additional information was received on 11/11/2016. It was reported that there was a visible loss of 1~2 mm of the corneal epithelium in the lower part of the corneal center. The symptoms of corneal ulcer were reported as alleviated as most of the cornea was scarring. It was reported that the consumer completed treatment at the hospital and was discharged on (B)(6) 2016. The consumer was instructed to revisit the doctor who initially saw him. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
¿As initially reported by an account, on (B)(6) 2016, a consumer visited a doctor on (B)(6) 2016 and was diagnosed with a corneal ulcer and a corneal infection in the left eye (os). The consumer was hospitalized, and it was reported that the symptoms were still continuing. Additional information was received on 10/26/2016. It is reported that a male patient, age (B)(6), visited a doctor on (B)(6) 2016 with a complaint of irritation, which had been on-going for about two weeks; there was no report of a diagnosis being given at that time. The consumer visited a different doctor on (B)(6) 2016, with the same complaint and was diagnosed with a corneal ulcer, 3mmm in size(os). It is reported that a cultivation test was implemented and the interim result verified the presence of serratia corynebacterium1+; pseudomonas aeruginosa is also suspected. The prescribed treatment included anti-bacterial eye drops (levofloxacin) and anti-biotic eye drop (cefmenoxime) 1 drop every hour from 7am to 9pm. The patient was hospitalized for six days ( the admission/discharge dates were not specified). The symptoms were reported as improving. Additional information was received on 11/11/2016. It was reported that there was a visible loss of 1~2 mm of the corneal epithelium in the lower part of the corneal center. The symptoms of corneal ulcer were reported as alleviated as most of the cornea was scarring. It was reported that the consumer completed treatment at the hospital and was discharged on (B)(6) 2016. The consumer was instructed to revisit the doctor who initially saw him. Additional information received on, 11/25/2016. It is reported that the consumer unknowingly wore the cl for a prolonged (unspecified) period of time and experienced irritation, os. It is reported that the consumer initially sought medical attention at a hospital, where he was diagnosed and he was reportedly referred to a different hospital where he was admitted and received treatment on the (B)(6) 2016. Additional information has been requested but not yet received.